Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarm and it was not working. Customer¿s blood glucose level was unknown. Customer was at beach. The device will be returned for analysis.

Manufacturer narrative:
Device passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, device received with pump error 23 alarm, pump error 49 alarm, pump error 68 alarm, pump error 75 alarm during self test and high sleep current measurement due moisture damage on the electronic assembly. No unexpected pump error 48 or 43 alarm noted.